Event description:
Per the clinic, the device was explanted on (B)(6) 2022 , due to a meningioma (non-device related). There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on january 03, 2023.

Manufacturer narrative:
This report is submitted on february 28, 2023.